Event description:
During october, one surgeon saw an increase in corneal edema. The sleeves do not make it through many cases. We were having issues where irrigation was only coming out of 1 side. The issue was even with new sleeves. Also, the tips bend so easily the baby sitting of them was an issue. While they work great, they are more of a 1 and done. The patients were ok at the first week of the surgery with steroids treating corneal edema.

Manufacturer narrative:
Three unused pn: (B)(6)-grn devices and one unopened sil-0015-grn were returned. Visual inspection did not find anything abnormal. Bhr review shows the devices in the lot were manufactured and passed all inspections per sops. This is the first complaint for lot 186546.